Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an alarm was heard, the right ventricular lead displayed noise and there were short v-v intervals. Re-programming was performed, and a few weeks later there was an alarm for lead noise. A chest x-ray revealed the lead did not appear to have moved and the physician questioned if there was clavicle crush or if the lead was fractured. The lead was removed, replaced, and no patient complications have been reported as a result of this event.